Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6). Product type mobile platform product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and marcaine via an implantable pump. The indication for use was spinal pain indications. The patient reported that starting in (B)(6) 2020, they started having issues with their handset where they would see codes 518 (alert: low storage) and 156 (application restarting due to system error) regularly. The patient also reports that their ptm (personal therapy manager) gets stuck at 90% and boluses take 4-7 minutes and sometimes do not go through. An email was sent to the repair department for a replacement handset. No patient injury reported.